Manufacturer narrative:
The event occurred in (B)(6) and was initially determined as not reportable to the competent authorities in the region. However, as part of an internal review, the event has been re-assessed as a reportable event in germany and subsequently reported to their competent authorities. Therefore, this initial and final emdr is being submitted to FDA for this as a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The injector was returned. The lens was not returned. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 150). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Sotm-g115-13). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. Exact root cause was not determined. However, from our investigation, we believe the event is not related to our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Reportedly, a broken trailing haptic was identified during the implantation of a device. The device was explanted and replaced with another lens immediately during surgery. The patient health was not impacted. No additional information was provided.